Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: unk-cv-sr-tal taa, s/n: unknown; use by date: unknown; upn # unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in a patient in the endovascular treatment of a type b aortic dissection on an unknown date over a 7 year period. The stent graft was placed in the distal aortic arch with > 20-mm proximal landing zone and 10 % stent graft oversizing. The initial indication for the treatment of the type b aortic dissection was the presence of a 120-mm-diameter dissecting aneurysm also. Two endografts were implanted with overlapping because of the large entry site of 45 mm and huge dissecting aneurysm. 1 week after the stent grafts implants, the patient was experiencing dyspnea . A CT performed revealed a rtad at the location of the tip of the proximal bare spring. The patient then died of multiple organ failure 1 day after emergency graft replacement of the ascending thoracic aorta and total arch. No additional clinical sequelae were provided.